Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in emergency room due to inappropriate shocks received by the device. Upon device interrogation bvvi mode was observed. Magnet was placed over device to disable hv therapy. The device was explanted and replaced. There were no complications during device change out. Patient is recovering.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was found to be the cause of the reported reset.